Event description:
During coil embolization within the dissecting aneurysm of the vertebral artery, there were slight calcification and heavy vessel tortuosity. After detaching 9th coil in the target lesion without encountering resistance, resistance was encountered inserting the 10th coil into the microcatheter (mc). Then with attempt to advance a guidewire into the mc, there was friction, but it was able to be advanced until it was noticed that an extra gold marker moved within the mc. The microcatheter and the coil were removed as one unit and the inner lumen of microcatheter was inspected. Part of the 9th coil was found about 50cm into the mc. It was reported that the coil was inspected prior to use and no irregularity of the marker band was noted. Continuous flush was maintained within the mc and the rhv was open. There was no adverse consequence to the patient.